Event description:
It was reported that a half day infusor contained particulate matter inside of its reservoir. This was noticed during filling with an unspecified solution. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A CAPA has been opened in order to further investigate this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured june 10, 2014 - june 12, 2014. The device was received for evaluation. Visual inspection revealed a solid white particle approximately 1.12 mm in length, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy determined that the particle was polyester material. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.